Event description:
It was reported that a patient underwent an anterior cervical fusion revision surgery due to adjacent level disease. During the revision surgery, the first plate was removed and a holding pin was used as the new plate was being attached to the vertebral body. The holding pin broke off while being removed and the broken fragment remained in the patient. According to the report, the surgeon was able to angle the screw into the plate in such a way as to not touch the broken pin fragment. Final xray confirmed that neither the screw nor plate were touching the broken piece of the holding pin. It was also reported that the patient had very poor bone quality. The surgery was completed successfully and no further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).